Event description:
This report is being filed after the subsequent review of the following journal article: hoffmann, m., gburek, j., jones, c., (2103), a novel technique for pediatric femoral locked submuscular plate removal: the ¿push-pull¿ technique, journal of orthopaedic surgery and research, 8:21. In this article the authors identified 26 patients at their institution that underwent submuscular plating for femoral fractures between 2005 and 2010. The average age at time of surgery was 8 years (range, 3 to 12 years). The documented reason for plate removal was the surgeon¿s recommendation. The plate that was removed was a synthes 3.5mm locking compression plate. The planned revisions for plate removal were done percutaneously with small incisions at the screw sites. The complication was a screw that cold welded to the plate and required a change of removal procedure to an open approach. Another complication is a broken screw and was removed completely. No other postoperative complications were recorded. A copy of the journal article is being submitted with this medwatch. This is report 3 of 3 for (B)(4). This report is for an unknown screw.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.